Event description:
It was reported the patient's (B)(6) extension was explanted and replaced in (B)(6) 2007 due to functional issues. This info was discovered by the MFR after reviewing the patient's files. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.